Event description:
It was reported that during device changeout procedure, the pulse generator temporarily lost output after interaction to electrocautery. The device was explanted and replaced. The patient did not experience adverse events.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.